Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix vented, micro-volume inlets had particulate matter in the tubing. The process step during which the particulate matter was discovered was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, d9, h3, and h6. H11: one device was received for evaluation. A visual inspection was performed, and it was noted that there were several tiny white spots on the blue spike cap, not in the fluid pathway, and a very tiny dark spec in the sealed packaging on the white paper backing, not in the fluid pathway. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.